Event description:
Ous MDR - after about 67 months of implantation time, sensing problems with interferences at m66 (month 66) were reported.

Manufacturer narrative:
Ous MDR - upon receipt the lead was subjected to visual, mechanical and electrical analysis. The analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen due to coagulated blood residuals at the inner coil. Thus, the functional test of the fixation helix mechanism could not be performed. The blood was most likely introduced into the lumen of the lead by means of stylets used during the implantation procedure. The cuttings in the outer insulation and the deformation of the rv shock coil most likely happened during the explanation procedure. The analysis did not reveal any sign of a material or manufacturing problem. In particular no deviations were found which might have contributed to the observed sensing problems.